Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient came in for a trachy change and noted a hairline crack in the in-line suction aid tip when syringe was inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there was a small hairline crack on the suction valve. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.